Manufacturer narrative:
As reported, the physician read in an unknown study that a patient developed a deep vein thrombosis (dvt) a few weeks after use of an unknown 6-12f mynx control venous vascular closure device (vcd). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deep vein thrombosis¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. Deep vein thrombosis is a known potential complication that can be related to the procedure or the device, and is listed in the instructions for use (IFU) as such. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician read in an unknown study that a patient developed a deep vein thrombosis (dvt) a few weeks after use of an unknown 6-12f mynx control venous vascular closure device (vcd). Additional information was requested but not provided. The device will not be returned for evaluation.

Event description:
As reported, the physician read in an unknown study that a patient developed a deep vein thrombosis (dvt) a few weeks after use of an unknown 6-12f mynx control venous vascular closure device (vcd). The patient complained of groin pain and went to the ER one day post procedure. An ultrasound confirmed a femoral vein dvt post mcv deployment. The patient was on coumadin previous to the procedure. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the physician read in an unknown study that a patient developed a deep vein thrombosis (dvt) a few weeks after use of an unknown 6-12f mynx control venous vascular closure device (vcd). The patient complained of groin pain and went to the ER one day post procedure. An ultrasound confirmed a femoral vein dvt post mcv deployment. The patient was on coumadin previous to the procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deep vein thrombosis¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. Deep vein thrombosis is a known potential complication that can be related to the procedure or the device and is listed in the instructions for use (IFU) as such. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.